Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 25-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The other medications the patient was taking at the time of the event were amitriptyline, aspirin, atorvastin, cephalexin, duloxetine, hydrochlorathyazide, morphabond ER, and mupirocin. The patient¿s medical history included atypical facial pain and trigeminal neuralgia. It was reported that the stylet was bent. No environmental, external or patient factors that may have led or contributed to the event were reported. At date of implant the 8782 spinal segment stylet had bends in the stylet making it difficult to advance per the physician. And then the stylet became very fatigued and was unable to help navigate the catheter tip into the intrathecal space and be advanced to the targeted level that he wanted to reach. A new 8782 was needed and the catheter advanced freely to the targeted level that physician wanted it at. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
H3: the catheter was returned and analysis identified a bent guidewire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.